Event description:
It was reported that this right atrial (ra) lead recorded occasional noise which was moderate since the sensitivity was reduced. This lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).